Event description:
It was reported patient¿s vns system had registered high lead impedance, demonstrated by a warning message displayed upon interrogation. X-ray images of the patient's vns system were received by the manufacturer and subsequently reviewed. There were 4 images provided that could be reviewed. The generator was placed normally per labeling. The connector pin of the lead could be confirmed to be fully inserted inside the connector block. The feedthru wires appeared intact. The location of the electrodes appeared to be placed per labeling. A small portion of the lead was behind the generator, making the lead difficult to assess in this area. There were no apparent sharp angles of the lead that could be seen in the images given. A gross fracture was observed in the lead in the neck region of the main body of the lead. The wires at the lead connector pin appeared to be intact. Based on the x-ray images and other received, the cause for the reported high impedance is most likely due to the observed gross lead fracture. Surgical intervention has not been reported to have occurred to date. No additional pertinent information has been received to date.

Event description:
It was reported that the patient had a full vns replacement surgery on (B)(6) 2016. The explanted products have not been received by the manufacturer to date. No additional pertinent information has been received to date.

Event description:
Product analysis was completed on the returned generator on 09/19/2016. Visual examination showed only explant-related observations; no other surface abnormalities were noted on this device. The internal device data from the pulse generator shows an indication of increased impedance. The pre-change impedance value of 13642 ohms represents high impedance, and further increased to a value of 19045 ohms on (B)(6) 2016 (date of explant (B)(6) 2016). The last registered impedance value was after device explant. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery measured 2.883 volts and showed an ifi=no condition. The data in the diagaccumconsumed memory locations revealed that 50.067% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
The explanted generator and lead were received by the manufacturer on 08/22/2016. Product analysis for the lead was completed on 09/02/2016. The lead assembly was returned in three portions. A portion of the inner silicone tubes and quadfilar coils including the (+) white and (-) green electrodes and tie downs were not returned. Due to the condition of the lead, the polarity of the coil segments could not be determined. Quadfilar coil 1 appeared to be broken in two separate locations. Quadfilar coils 1 and 2 appeared to be broken in a third location at the proximal end of the anchor tether. Pitting was observed on several of the fracture locations. One of the identified breaks showed evidence of the failure mechanism was stress induced fracture. The other areas could not be categorized due to the extensive pitting on the surfaces. No other discontinuities were identified during the continuity checks. Other than explant related observations and the noted lead breaks, no other anomalies were noted with the returned lead portions. Product analysis is in progress for the returned generator.